Manufacturer narrative:
General information: the instrument arrived in clean condition. Consequences for the patient: according to the available information, there were no negative consequences for the patient. Failure description: the instrument exhibits no outwardly damages or defects. Investigation: used test- and analysis- equipment: aesculap rf- generator "gn 200", snr. 1510; digital-camera "panasonic dmc tz8"; fluke 178 trms multimeter (ID 1838); measuring module box with power supply. First we made a visible inspection of the jaw. Except the soiling (blood and tissue, see we found no abnormities like burned or charred peak. Then we checked the mechanical function. The clamping and the cutting function worked well. In the next step we connected the instrument with an rf- generator "gn 200", snr.1510, and checked the electrical functions: test step: generator- announcement: result: activation with open jaw "regrasp open" o.k. Activation with wet tissue "sealing" o.k. Activation with closed jaw "regrasp open" o.k. Activation with tin-foil in jaw "regrasp short" o.k. In the next step we checked the function and the resistance of the system. Therefore we cleaned the jaw with hydrogen peroxide. Then we connected the instrument to the module box and measured the voltage drop over the instrument. With the voltage drop and the well known current, it is possible to calculate the real resistance on load operation. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage and / or patient related. Rationale: because the caiman system is validated, and the complained instrument is without any deviation to the function relevant parameters we assume a usage and / or patient related error. Possible root causes for insufficient sealing are: insufficient cleaning of the electrodes (usage), blood clotting disorder (patient), cutting before the end of sealing cycle signal (usage), choice of the wrong parameter (standard / plus- mode). Corrective action: according to (B)(4) (corrective action & preventive action) a CAPA is not necessary.

Event description:
It was reported that there was an issue with caiman instrument. According to the customer report: "insufficient coagulation, resulting in secondary bleeding." There was no patient harm. An additional medical intervention was not necessary. Additional 'informtaion' has been requested but not yet received as of this report. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
Consequences for the patient instrument was not used on patient. One further instrument arrived in closed box and sealed blister. Investigation used test- and analysis- equipment: · aesculap rf- generator "gn 200", snr. 1510; · digital-camera "panasonic dmc tz8"; · fluke 178 trms multimeter (ID 1838); · measuring module box with power supply. First we made a visible inspection of the instrument. It exhibits no defects or damages. Then we checked the mechanical function. The clamping and the cutting function worked well. In the next step we checked the function and the resistance of the system. Therefore we connected the instrument to the module box and measured the voltage drop over the instrument. With the voltage drop and the well known current, it is possible to calculate the real resistance on load operation. Next with a clearance gauge we checked the clearance between the upper and the under jaw in closed position. The values are within specification. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the instrument was exchanged at the customer's request, it was not in use and caused no problems. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.